Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a new battery was received, but was evaluated as flawed by the universal battery charger 2 (sw14). The battery has never been used and is charged. Reportedly it can be used, but it is unknown if it can be recharged. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Investigation coordinated by (B)(4). Report received indicates the colibri (532.001) does not function anymore. This fault was caused by a damaged electronic component in the housing. Result of this faulty colibri that all batteries were damaged. After this component was changed the device was functional as required again. Unfortunately, the exact cause of this failure could not be determined; a possible reason could be achieved a life expectancy of control mode. The manufacturing documents were reviewed and no complaint related issues were detected. These articles were manufactured according to the specifications.